Event description:
Info received indicates the bed is moving when the brake is set and the brake pedal is staying engaged.

Manufacturer narrative:
The tech found the casters were worn. He replaced the casters to repair the bed.